Event description:
End-user advised right side where swingaway arms go into, where it bolts in broke, end-user advised was transferring from chair to shower and put pressure on armrest to assist in transferring.